Event description:
Strategic alliance reported on behalf of customer one sars-cov-2 tma run, wl 010154-20210217-19, using assay lot: 287425 on panther plus instrument sn: (B)(4) which had 9 discrepant samples. Customer retested the samples in question which were invalid the initial run on panther sn: (B)(4); there were 10 positives in the wl in question. Customer then made new lysis tubes from the original samples and ran on panther sn: (B)(4); 9 samples which were initially positive resulted as negative upon retest. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive results were reported out, but there were no associated/reported adverse events.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and noted almost all the samples in the wl in question were positive in a cluster with clear positive curves; the retest wl on panther sn:(B)(4) had negative samples with clear negative curves. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; the samples were likely mishandled or low-target. Ts confirmed strategic alliance relayed review to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.